Manufacturer narrative:
No patient involvement. (B)(4). Device is an instrument and is not implanted/explanted.complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a graphic case from the mini fragment set was broken and had some erosion noted on it. It is unknown where the case is broken or where the erosion is located on the case. The case was discovered outside of the or. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one (1) graphic cases/components (part # 305.575) was returned and inspected for the complaint description. The received condition is noted as "severely used" with significant fading / wear evident on all of the surfaces of the case and subcomponents. The laser etch graphics located on the trays and assemblies are severely faded or illegible in many locations with adhesive residue from stickers in many locations. Numerous plastic pegs are cracked or broken off. The anodized coatings are discolored. Although the exact cause is unknown, the damage and complaint condition is likely the result of wear over the life of the device. The device drawing was reviewed. No drawing issues or discrepancies were noted. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.